Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the eighth day of wear. The customer experienced a loss of consciousness and was taken to the hospital where he received glucose injection for treatment of hypoglycemia. Post-treatment readings of 161 mg/dl, 247 mg/dl, 288 mg/dl were obtained on the healthcare meter. The customer is currently still in the hospital . There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive has not been returned. No further investigation can be conducted for this particular complaint due to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h11 (addtl mfg narrative) has been updated for additional investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the eighth day of wear. The customer experienced a loss of consciousness and was taken to the hospital where he received glucose injection for treatment of hypoglycemia. Post-treatment readings of 161 mg/dl, 247 mg/dl, 288 mg/dl were obtained on the healthcare meter. The customer is currently still in the hospital . There was no report of death or permanent injury associated with this event.